Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. The customer blood glucose level was unknown. Customer reported that alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set. Customer stated that drive support cap appears to be normal and insulin pump was not exposed to high magnetic field. The customer was not assisted with troubleshooting. The device will be returned for analysis.